Manufacturer narrative:
The duodenoscope referenced in this report was not returned to olympus for evaluation. It has been determined that the manufacturing of this type of duodenoscope has been discontinued since 1989. It has been determined that the duodenoscope was not cleared by FDA to be sold in the united states, and olympus did not import this device in the united states; however, it is unknown how the user facility obtained the duodenoscope. The cause of the patient death is unknown.

Event description:
Olympus was informed that a patient developed sepsis and cholangitis after undergoing an endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was performed at (b(6) using a duodenoscope. The patient was reportedly expired on (b(6) 2011. No additional information provided.